Manufacturer narrative:
Follow-up #1: date of submission 05/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2016 with the following findings: the pump was returned with no evidence of moisture anywhere in the pump. There was a superficial crack around the perimeter of the display. A leak test failed due to a keypad leak. The display screen was dim and discolored. There was a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump casing was cracked and moisture was present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.